Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site and found to be bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 360 mg/dl (20 mmol/l) while wearing the pod between 25 and 36 hours. When removed from infusion site cannula was found to be bent. As treatment patient was able to use an insulin pen and activate a new pod.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent or kinked. The exposed portion of the soft cannula was found to have a puncture. Fluid was observed exiting the puncture during a leak test. It could not be determined when the puncture occurred or if it contributed to the pod failing to deliver insulin. No other damages or defects were found with the device. The download data did not show any timeouts or drive stalls during the run. The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined.